Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were high thresholds and no capture. On fluoroscopy, the lead was seen to be dislodged into the coronary sinus. The lead was replaced. No patient complications have been reported as a result of this event.